Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had ice cream last night and his blood glucose rose to 561 mg/dl. The customer changed the infusion set and delivered 8 units on a napkin and saw no insulin coming out. The customer's infusion set cannula was bent. The patient's blood glucose was currently 489 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. At this point the customer's blood glucose decreased to 430 mg/dl. Two infusion sets will be returned and two replacement infusion sets were shipped to the customer.